Event description:
Event was identified by the clinical events committee and was deemed to be consistent with an mi. During index procedure, one lesion was treated. One endeavor sprint stent was implanted to the mid lad. Approximately the same day of the index procedure, the patient suffered a non q-wave mi in the territory of the implanted stent.

Manufacturer narrative:
(B) (6). Results: (mi).